Manufacturer narrative:
Received samples: 64 units catgut crom 5/0 (1.5) 75cm hr17 are received, in closed packaging. Preliminary analysis: · review of stock: the procedure to review the units of this product code and lot number available and verified that to date do not have units in stock. · quantity produced / imported: this product code and lot number 2, (B)(4) units were produced in total. · distributed quantity: the procedure to conduct the review of the traceability of the product / batch and identified that all manufactured units were sold to 19 customers in the cities of (B)(4). · background: database of complaints were reviewed and verified that to date have no reports related to this product code and lot number. · batch record / record lot: the rule for batch manufacturing documentation was reviewed and no deviations or alterations were evident during the process. · results for batch release results obtained for batch release, in terms of tensile strength in the knot, met the requirements demanded for this type of suture. In table 1, the obtained data analysis result relate batch: finished product analysis: resistance in the knot tension; reference value (usp) 0.38 kgf; reference value (usp); minimum 0.55 kgf; maximum 0.75 kgf; average 0.63 kgf. Analysis (s) sample (s): of the received samples, five units were taken for testing resistance voltage at node where it is evident that the results obtained from the samples received are according to the OEM requirements. (See results table 2). Analysis received samples: resistance in the knot tension; reference value (usp) 0.38 kgf; reference value (usp) individual minimum 0.20 kgf; analysis results; minimum 0.54 kgf; maximum 0.67 kgf; average 0.61 kgf. Conclusions: given the above, this claim is assessed as "not justified", since the results obtained for batch release and analyze the received samples meet specifications.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: colombia. It is reported that during a circumcision procedure that the suture thread broke while being tied and the wound opened.